Event description:
Drive devilbiss healthcare was notified of an incident by the end user's spouse involving a tub rail that reportedly came loose while the end user was using it to get out of the bathtub causing her to fall backwards. Emergency room x-rays revealed a broken rib. Drive devilbiss healthcare will update this report should any additional information become available.